Manufacturer narrative:
A powerflex pro balloon catheter (bc) ruptured at its normal pressure. It was unknown how the procedure completed however the procedure was finished successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17458059 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device was not returned for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a power flex pro balloon rupture at its normal pressure. It was unknown how the procedure completed however the procedure was finished successfully. There was no reported patient injury. The target lesion was unknown. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The product was clinically used and will not be returned for analysis.